Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity and multiple sclerosis. It was reported the patient had come in with mid back pain that went all the way through her legs. The patient had weakness in the lower extremities bilaterally. The patient was in the emergency room (ER) and there were concerns that the pump may not be working properly. When asked if the pump had been audibly alarming or if they had access to a clinician programmer the hcp answered ¿no.¿ the hcp was transferred to get in touch with a local company representative (rep). The event date was a day or two ago, maybe (B)(6) 2018. No further complications were reported/anticipated or expected.